Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations confirmed the customer-reported complaint that the instrument broke. The instrument was found to have the main tube broken at both proximal and distal ends. A piece from the distal end, measuring approximately 0.165¿ x 0.273¿ was not returned with the instrument.

Event description:
It was reported that during a da vinci assisted radical cystectomy procedure, the maryland bipolar forceps instrument broke. The procedure was completed with a spare instrument with no patient harm, adverse outcome or injury and no delays. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the reporter confirmed that no other further information could be provided.